Event description:
Pt had been intubated due to resp decline. Propofol ordered for sedation while ventilated. Med order placed. Medication was needed before a pharmacist could verify the order. Pyxis was overridden. The nurse scanned the medication and it matched with the profile but the infusion order could not be pulled to the pump via integration. Nurse manually programed the pump. Concentration in the pump library (plum 360) is mg/ml which requires the nurse to program a concentration. Most drugs in the library do not have this requirement. Concentration was programmed as 40 mg / 90ml. Initial ordered dose was 40 mcg/kg/min wt = 130 kg. Initial dose and weight programmed properly. Concentration should have been propofol 100 mg/10 ml. Pump rate was calculated 702 ml/hr. No alert fired as the only limits are on the dose. Error has been reported to ICU medical. Limits on concentration could prevent this error. Pts bp dropped requiring adjustments to fluid balance. Outcome: pt's bp dropped requiring adjustments to fluid balance. Pt counseling provided: unk. Reporter's recommendations: limits on concentration could prevent this error. (B)(6) access number: (B)(4).